Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure the physician was unable to loosen the setscrew of the right ventricular (rv) pacing lead connector. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product: 5076 implantable pacing lead, (B)(6) 2001. (B)(4).